Event description:
It was reported there was a motor stall without recovery, and a subsequent pump replacement. The patient experienced vomiting and arrived at hospital on (B)(6) 2012, with pump replacement occurring on (B)(6) 2012. The reporter stated that the motor stall occurred with no recovery, and further stated that the stall duration was for 'at least a few days'. Patient outcome was reported as 'no injury'. The healthcare provider reported the medication in the pump to be morphine, fentanyl and droperidol; however the pump logs indicated the medications were dilaudid, droperidol, bupivacaine and fentanyl. The exact pump medications were unclear due to the conflicting reports. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2007, product type catheter. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Final analysis of the pump found multiple motor stalls and recoveries in the logs. During destructive analysis, the technician found significant residue on the upper shaft and in the pinion of gear 2. Some residue was also found on the jewel where the upper shaft of gear 2 inserts into the top bridge assembly. In addition, there was slight residue seen on the rotor magnet and gear 3.